Event description:
It was reported that the pt underwent staged bilateral placement of leads into the globus pallidus; the right-sided lead was placed one week after implant of the left-sided lead. Two days after the second surgery, the pt developed symptoms of infection, including fever and wound drainage. Findings from CT scan in the right caudate nucleus adjacent to the right-sided lead were consistent with early brain abscess formation, and the lead was explanted. Cultures obtained were positive for gram-negative bacteria, serratia marcescens and the pt received four weeks of treatment with antibiotics. At follow-up in 2008, results of CT scan showed an improvement in the pt's enhancing lesion. The fevers have resolved and the pt showed no signs of infection at follow-up on approx one month later. Add'l info has been requested from the hcp, but was not available as of the date of this report.